Event description:
It was reported that balloon burst occurred. An 8.00mm/2.0cm/90cm peripheral cutting balloon was advance for dilation. During the procedure, the cutting balloon was burst and was not inflated to the nominal pressure, let alone the rated burst pressure. There were no patient complications as a result of this event.